Event description:
With this particular batch there were problems performing the biopsy procedure; the specimen cannot be retrived; it gets stuck in the bone; the surgeon has been using other batches and did not have any problems. In some cases 3-4 attempts were made before the core biopsy was obtained.